Manufacturer narrative:
Manufacturing date: november 14, 2016 ¿ november 15, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted that part of the tubing was damaged. The reported condition was verified and the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The tubing of a small volume folfusor was found to be damaged prior to use. The damage was further described as the tubing was pressed as though the tubing came in contact with the overpouch during the sealing process. There was no patient involvement. No additional information is available.